Event description:
It was reported that during a surgical procedure the router broke. It was also reported that there was a minor delay as a result of this event to obtain a back-up device. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
H3 & h6: investigation results indicate that the router broke due to issues with the associated pi drive motor 5407100000 sn (B)(6). Evaluation of the associated pi drive indicated that the bearing cup was pulled out and the rotor was worn. This would increase stress fluctuation at the notch of the router and would cause it to break.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure the router broke. It was also reported that there was a minor delay as a result of this event to obtain a back-up device. It was further reported that there were no adverse consequences and the procedure was completed successfully.